Event description:
It was reported that the patient was admitted to the hospital with syncope and experienced asystole during her stay. The patient had no underlying rhythm and was pacemaker dependent. Possible output failure was suspected. As the pulse generator was nearing elective replacement indicator, it was explanted and replaced.

Manufacturer narrative:
.